Event description:
Boston scientific received information that during a replacement procedure upon connecting a competitor lead to this device high out of range pacing impedance measurements were noted. All other measurements appeared normal. It was noted that the lead was tested with a pacing system analyzer (psa) and impedance measurements were confirmed to be within range. A request for further analysis of this case was sent to boston scientific technical services (ts). Ts confirmed high out of range pacing impedance measurements and had additional questions to determine the root cause of this case. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.